Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels over 400 (mg/dl). Customer administered a bolus with the pump to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they would change their infusion site.

Manufacturer narrative:
Pump data was reviewed and showed an alarm 22 (stuck wake button).